Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery contacts were found to be compressed, the keypad was scratched, and the upper case and side bail covers were broken.

Event description:
It was reported to the biomedical engineer, by the physician, that an error message appeared during use. No patient complications were reported as a result of this event.